Manufacturer narrative:
Investigation including root cause analysis is in progress. The device was received by a company representative and is in transit to the manufacturing site for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that leakage occurred from the consumable during a procedure. The system and consumable were exchanged to complete the surgery. There was no patient harm.